Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. Codes a2303, c23, and d1102: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the contralateral leg endoprosthesis positioning and deployment section states "align the radiopaque marker at the proximal end of the contralateral leg endoprosthesis with the long contralateral radiopaque marker on the trunk-ipsilateral leg endoprosthesis. With the alignment of these markers, an approximate 3 cm overlap will be achieved." H6: code b15 - gore imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: two time-points available for evaluation: pre-implantation cta dated on (B)(6) 2025 and post-implantation cta dated on (B)(6) 2026. Post-implantation cta dated on (B)(6) 2026 shows: axial imaging shows there is a total separation of the 2 devices at the ipsilateral contra gate gold band and the proximal contralateral leg. 3d image shows the device components are disconnected. Thereby, confirming a type iii endoleak ¿ component-disconnection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. Reportedly, on (B)(6) 2026, at the patient's 30-day post-op cta, it was discovered that there was a type 3 endoleak (component disconnection) between the cxt261412 and plc231400. The cause of the endoleak is due to the plc231400 migrating 2.5 cm distally and sitting at the opening of the cxt261412 gate, as the devices were not implanted with a 3 cm overlap. It was reported that the devices were only overlapped by 2.5 cm during the initial procedure due to a technical error. The field sales associate (fsa) was made aware on march 26, 2026 that the physician was planning to reintervene. There was no aneurysm enlargement due to the endoleak. On (B)(6) 2026, the patient underwent a reintervention procedure to treat the endoleak. Another plc231400 was implanted and adequate device overlap was ensured. The endoleak was resolved. The patient tolerated the procedure.